Event description:
On (B)(6) 2023, the reporter (a nurse) of the lay user/patient contacted lifescan (lfs) japan by email alleging that the patient¿s onetouch verio vue meter had an issue with the meter casing. This complaint was classified based on information obtained from the email and on additional information obtained after follow-up by customer care (cc). The reporter informed lfs that the alleged issue began at an unspecified time on (B)(6) 2023. The reporter claimed that the patient was unable to replace the battery and contacted cc. Cc was unable to help since the patient did not have the subject meter at hand. The reporter did not specify how the patient usually manages his diabetes, nor did they report whether the patient made any changes to his diabetes management regimen in response to the alleged issue. The reporter stated that due to the patient being unable to replace the battery and therefore unable to obtain an actionable blood glucose reading, the patient was hospitalized with ¿hyperglycemia¿ and diagnosed with ¿mild ketoacidosis¿. During follow-up it was noted that the patient was treated at the hospital with continuous insulin infusion and fluid replacement and recovered on (B)(6) 2023. During follow-up, cc was informed that even after replacing the battery the subject meter did not power on. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms of a serious injury adverse event and received hcp treatment for an acute high blood glucose excursion after the alleged meter issue began.